Event description:
This report is being filed after the subsequent review of the following journal article: are locking plates better than non-locking plates for treating distal tibia fractures? Bastias, c., et al (2014) are locking plates better than non-locking plates for treating distal tibia fractures? Foot and ankle surgery 20:115-119. This was retrospective study that reviewed 68 patients (35 male, 33 female) treated with distal tibial fractures using a percutaneous plates between 2006 and 2010. They were divided into 2 groups: twenty-eight (28) patients were treated with a 4.5 mm narrow conventional dynamic compression plate (dcp) (synthes, (B)(4)), and 40 patients were treated with a titanium locked compression plate (lcp)(synthes, (B)(4)). In the lcp group, 1 fracture did not heal. 1 patient had a delayed union. 4 patients healed with some grade of malalignment. 3 patients had postoperative infections. 2 were superficial infections, 1 patient had a below knee amputation due to infection in a diabetic patient resulting in wound dehiscence. 4 patients experienced local discomfort requiring implant removal. This is report 2 of 2 for (B)(4). This report is for an unknown locking compression plate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).